Event description:
The customer contacted heartsine to report that their device was unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be membrane failure due to storage outside of the indicated conditions. Upon receipt, the device failed to power on upon pressing the on/off button, as per the reported fault. The fault was attributed to corrosion on the on/off button contact pads on the membrane pcb. This had impeded the on/off button dome from making contact with its contact pads on the membrane pcba. The fault could not be replicated after clearing the corrosion. The corrosion on the membrane pcb along with the -ve temperatures recorded, with a low of -0.9°c would indicate that the device was stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device was unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.